Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was noticed after the implantation of preloaded toric intraocular lens there was a scratch near the center of the optic. Consequently, the lens was removed and replaced during same procedure with a monofocal lens to complete the operation. The patient was able to resume daily activities that he had performed earlier and was fully recovered. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; however, a photo was received. Additional information: device evaluation no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture shows a crack like with triangular shape in the lens mid periphery. No further issues were identified and no further evaluation was performed. Although the definitive clinical impact cannot be determined from a picture evaluation, the observed issue, due to its location, has low to moderate probability to potentially impact the patient vision quality in the event a lens with similar observation remains implanted. The complaint issue cosmetic issues was not identified during photo evaluation. The observed lens damage is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications . No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.